Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during the review of provided pictures and video. The pictures and video indicated that the unit has no contact with the pads/paddles. The customer was contacted for return of the device for further investigation. Analysis of reports of this type has not identified an increase in trend.